Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1998: [facility ni]. (B)(6). Office notes. Symptomatic large lower midline incisional hernia secondary to hysterectomy. No history of incarceration but it has been growing larger and causing her increasing pain. Examination: obese. Abdomen; soft and protuberant, has a larger lower midline incision occupying most of her lower midline. I feel no inguinal or femoral hernias. Impression/plan: large symptomatic incisional hernia. Incisional hernia repair with mesh. Risks, benefits and alternatives including a significant risk of infection of the prosthetic has been discussed with the patient in detail. (B)(6) 1998: [facility ni]. (B)(6). Office notes. Will require opening entire lower midline incision and fixing as I suspect a swiss cheese type abdomen with multiple hernias. Will place mesh and the risk of infection again discussed. (B)(6) 1998: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: large incisional hernia. Postoperative diagnosis: the same. Procedures performed: repair of incisional hernia. Small bowel resection. Assistant: (B)(6), md. Second assistant: (B)(6), arnf. Anesthesia: general. Indications: the patient is a (B)(6) year old female with a large incisional hernia. Findings: the patient had small bowel plastered to the anterior abdominal wall, immediately beneath the skin. The skin incision, in fact, resulted in small bowel entry. There was no way to remove the small bowel without resecting it. Her adhesions were severe. Procedure: ¿using general anesthesia, the patient was prepped and draped in a sterile fashion. A steri-drape was made. A very superficial skin incision was made and immediately the small bowel was entered. This was sutured closed and the small bowel gradually taken off the skin with partial skin removal as well. The abdomen was then opened and entered, and lysis of adhesions undertaken until complete small bowel mobilization occurred. This took a significant period of time. There were several other small enterotomies made because of the severity of the incisional hernia and the adhesions. However, with the small bowel finally mobilized, the point from the initial enterotomy beyond all the other small enterotomies was resected by using a gia stapler proximally and distally, and resecting the mesentery with kelly clamps and zero silk ties. Once this was complete, a stapled anastomosis using the gia stapler and ta-60 stapler were used in the standard fashion. The mesenteric defect was closed using interrupted 3-0 vicryl sutures. Once this was complete, attention was turned to the hernia itself. The large hernia sac was resected and submitted as a specimen. The decision was then made not to use any type of mesh because of the open bowel. As such, a single #2 prolene suture was used to reapproximate the fascia. With this complete, the jackson-pratt drains were placed and brought up through separate stab incisions. They were sewn in place using zero silk suture. The skin was then irrigated with saline and closed using skin staples. The patient tolerated the procedure well and was taken to the recovery room in good condition.¿ (B)(6) 1998: (B)(6) hospital. (B)(6), md. Pathology report. Accession number: (B)(6). Preoperative diagnosis: large symptomatic incisional hernia. Postoperative diagnosis: same. Specimen description: incarcerated small bowel. Incisional hernia sac. Diagnosis: incarcerated small bowel: segment of small bowel with chronic inflammation, hemorrhage and fibrous adhesions, consistent with incarceration. Negative for malignant tumor. Incisional hernia sac. Gross: specimen #1 is received fixed in a single container labeled ¿incarcerated small bowel¿ and consists of a segmental resection of small bowel with attached mesenteric fat. The resection measures 60 cms long with the mesenteric fat ranging from 2-6 cms in width along its entire length. Numerous serosal and mesenteric dense fibrous adhesions are noted along the specimen surface. A central area of dense fibrous adhesions is noted approximately 24 cms from one margin of excision and an area of disrupted bowel wall is noted here. The entirely opened specimen reveals an internal circumference ranging from 5 to 5.5 cms. The majority of the mucosa is folded pink-tan and unremarkable. In the area, 2 cms from one margin of resection, the mucosa is markedly hemorrhagic. The average mural thickness ranges from 3-4 mm. Representative sections are submitted: a- margins x 2, b- hemorrhagic mucosa with adhesions, c- mucosa at 10 cms, d- mucosa at 30 cm, e- mucosa at 40 cms, f- mucosa at 50 cms, g- mesenteric fat. Specimen #2 is received fixed in a single container labeled ¿incisional hernia sac¿ and consists of three irregular portions of fibrofatty membranous soft tissue ranging from 8 cms to 12 cms in greatest dimension. Representative sections are submitted in to cassettes. Microscopic: microscopic sections of the clinically incarcerated segment of bowel show much inflammatory and reactive change. The submucosa is edematous with hemorrhage and chronic inflammation. Fibrous adhesions are present on the serosal aspect. The margins of resection appear viable. These changes are consistent with the clinical history of incarceration. This submitted tissue consists of fibrovascular and adipose tissues with chronic inflammation, consistent with incisional hernia sac. (B)(6) 1998: [facility ni]. (B)(6). Office notes. Weight (B)(6) lbs. Had incisional hernia repaired 10 days ago, decreasing amounts of drainage through jackson-pratt, was removed today. Incision looks fine. (B)(6) 1998: [facility ni]. (B)(6). Office notes. Status post incisional hernia repair complicated by multiple small bowel injury with necessitation for resection. Small bowel was literally lining the skin and required resection with the resection being unavoidable. Because of this reason we did not place a mesh graft. Has done reasonably well and has a few complaints, diarrhea, 3-4 bowel movements a day. Maintained on antibiotics and now on kaopectate and is improving somewhat. Going to start flagyl and lomotil for diarrhea. (B)(6) 1998: [facility ni]. (B)(6). Office notes. Status post small bowel resection with incisional hernia repair, doing remarkedly well, incision looks good, no evidence of recurrence of incisional hernia. Abdomen is soft and wound looks good. (B)(6) 2008: (B)(6) hospital, (B)(6) regional imaging. (B)(6), md. Radiology-CT abdomen/pelvis. History: abdominal pain. Findings: small hiatal hernia, the gastrointestinal tract demonstrates no obstruction. Within the infraumbilical region, 2 small ventral hernias present. These contain loops of small bowel, no obstruction, no evidence of bowel wall thickening or edema, no evidence of strangulation, no inguinal hernias. Impression: fatty liver. Small hiatal hernia. Two small ventral hernia in the inferior umbilical region. These contain loops of small bowel without evidence of strangulation. There is no obstruction. No free fluid or inflammatory process. (B)(6) 2008: [facility ni]. (B)(6), md. Office notes. Incarcerated ventral hernias, underwent ventral hernia repair in 1998 with small bowel injury due to the fact it was plastered to the anterior abdominal wall. Now presents with evidence of recurrent hernia in infraumbilical position, right groin pain. Examination: abdomen; soft. In the infraumbilical region obvious mass present, consistent with hernia as seen by CT, bowel sounds active. Impression/plan: chronically incarcerated small recurrent incisional hernias, will attempt incisional hernia repair with mesh. The risks including intestinal injury. The risks, benefits, alternatives and imponderable discussed. (B)(6) 2008: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: chronically incarcerated recurrent incisional hernia. Postoperative diagnosis: chronically incarcerated recurrent incisional hernia. Procedure: repair of incarcerated recurrent incisional hernia with mesh. Surgeon: (B)(6), md [(B)(6) crossed out] [sic]. Assistant: (B)(6). Anesthesia: general. Findings: the hernia was chronically incarcerated. Procedure: ¿using general anesthesia, the patient was prepped and draped in sterile fashion. A steri-drape was used and preoperative antibiotics were administered. A midline incision was made overlying the palpable mass and deepened to subcutaneous tissue and the hernia sac identified with chronically incarcerated contents. The fascia was located on the left side of the abdomen and skeletonized proceeding to the right side of the abdomen. The defect was primarily on the right. It went fairly deep and lateral. When the fascia had been skeletonized both deep and superficially, a 10 x 15 cm dual-mesh was selected, brought on the field and sutured into place using interrupted #1 ethibond u-shaped stitches. When this was complete, the hernia appeared to be adequately repaired. The redundant fascia was closed using #1 ethibond suture to cover the mesh. Subcutaneous tissue was closed with 2-0 vicryl and the skin with staples. ¼% marcaine with epinephrine was used to infiltrate the subcutaneous tissue. Sterile bandages were applied and the patient was taken to the recovery room in good condition.¿ product identification records for the alleged ¿dual-mesh¿ were not provided. (B)(6) 2008: [facility ni]. (B)(6), md. Office notes. Status post repair of incarcerated incisional hernia with mesh, doing well. Old blood drainage, already placed on antibiotics for pneumonia. (B)(6) 2008: [facility ni]. (B)(6), md. Office notes. Doing well, no complaints, hematoma resolved, wound looks great, staples removed. (B)(6) 2008: [facility ni]. (B)(6), md. Office notes. Staple removed, wound looks great, hernia appears adequately repaired. (B)(6) 2015: (B)(6) surgical associates division. (B)(6), md. History and physical. Complaint of hernia, right lower quadrant abdominal pain, has had multiple prior abdominal operations, most recently in 2008 did repair of hernia with ptfe mesh, now having right lateral lower abdominal pain. Complaints of abdominal pain, heartburn. I do not feel a definite hernia, tender right lower quadrant, midline feels solid. Impression/plan: incisional hernia, source of abdominal pain unclear, will obtain CT abdomen/pelvis. (B)(6) 2015: (B)(6) hospital. (B)(6), md. Radiology-CT abdomen/pelvis. History: incisional hernia. Findings: multiple right upper quadrant surgical clips consistent with cholecystectomy. Ventral hernia in pelvis containing nonobstructed loops of bowel. Mesh in lower anterior abdomen just above hernia. Diverticulosis of sigmoid colon. Impression: ventral hernia repair and ventral hernia as detailed above. (B)(6) 2016: (B)(6) surgical associates division. (B)(6), md. History and physical. Follow-up hernia, right lower quadrant pain a few weeks ago, CT scan shows recurrent incisional hernia, continuing to have pain. Do not feel a definite hernia, tender right lower quadrant, midline feels solid. Impression/plan: incisional hernia; recurrent, will now need repair with stratus and component separation. (B)(6) 2016: (B)(6) hospital. (B)(6). History and physical. Right lower quadrant abdominal incisional hernia. Gastroesophageal reflux disease, diarrhea, right lower quadrant incisional hernia with previous hernia repair and mesh, diabetes mellitus type 2, osteoarthritis, osteoporosis. Medications: glimepiride. Weight (B)(6) lbs. Examination: abdomen; soft, normal bowel sounds. (B)(6) 2016: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis(es): recurrent incarcerated incisional hernia. Postoperative diagnosis(es): recurrent incarcerated incisional hernia. Procedure: repair of recurrent incarcerated incisional hernia with polytetrafluoroethylene mesh. Assistant: (B)(6), md. Anesthesia: general. Findings: the patient¿s hernia was inferior to the mesh as was demonstrated on CT scan. No other additional hernias were palpable. Because of how low the hernia was, we did not feel the component separation was feasible. Additionally, the patient has significant adhesions. Description of procedure: ¿using general anesthesia, patient was prepped and draped in a sterile fashion. Lower midline incision made through the previous incision, carried down to identify the mesh below and the hernia sac. The hernia sac was dissected free back to the level of the fascia. The fascia inferiorly was poorly defined and goes down to the pubis. Anteriorly, the adhesions were taken down to give us a wide margin for placement of new mesh. Decision was made not to do a component separation. The mesh above was defined and was intact. Ptfe mesh was brought on the table and sutured in place using #1 ethibond suture. It was anchored to the mesh above the fascia laterally and the fascia below. Once this was accomplished, the fascia was reapproximated over top of the mesh using interrupted #1 ethibond suture. The subcutaneous tissue was closed with 2-0 vicryl and the skin with staples. Sterile bandages were applied. The patient was taken to recovery room in adequate condition.¿ product identification records for the alleged gore device were not provided. (B)(6) 2016: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2016 procedure was not provided.] (B)(6) 2016: (B)(6) hospital. (B)(6). Discharge summary. Discharge diagnoses: recurrent incarcerated incisional hernia. Diabetes mellitus type 2. Gastroesophageal reflux disease. History of dementia. History of chronic diarrhea. Osteoporosis. Hospital course: procedure tolerated without any complications. Of note upon examination of the patient¿s abdomen, patient¿s hernia was inferior to a previously placed mesh as was demonstrated on CT scan. No other palpable hernias. Because of the low orientation of the current hernia it was felt by dr. (B)(6) and dr. (B)(6) that component separation was not feasible. Additionally, the patient had significant previous surgical adhesions. Postoperatively, admitted to intensive care unit. On first postoperative day, complaining of pain, afebrile, abdomen soft, few bowel sounds and dressing clean, dry and intact. Transferred to general medical surgical floor, begun on clear liquid diet, following day continued to do well, afebrile, abdomen soft and still had a few bowel sounds, has not passed any flatus or bowel movement. Dressing remained clean, dry and intact. Second postoperative day, advanced to a full liquid diet. By third postoperative day, positive bowel movement. Dr. (B)(6) placed the patient on intravenous levaquin for suspected urinary tract infection. By fourth postoperative day, continued to do well, vital signs remained stable. Arrangements made for transfer to (B)(6) for short-term rehab prior to being sent home. Disposition: being discharged to (B)(6) skilled nursing facility. Activity as tolerated. Home medications: levemir, levaquin. (B)(6) 2016: (B)(6) surgical associates division. (B)(6), md. History and physical. Postoperative visit, status post incisional hernia repair, no complaints. Examination: abdomen; incisional scars-laparotomy scar, non-tender, no rebound tenderness, bowel sounds normal. Normal convalescence. (B)(6) 2018: [facility ni]. (B)(6). Radiology-CT abdomen/pelvis. Reason for exam: abdominal pain, nausea/vomiting with food. Comparison: (B)(6) 2015. Findings: abdomen: the colon is normal except for mild diverticulosis. The appendix and distal small bowel are normal. However, there is dilation of the stomach, duodenum and the proximal one third of the small bowel. The apparent transition site is seen in the right anterior abdomen on image 76. The distalmost portion of the dilated small bowel as stool-like contents, typically a sign of chronic partial bowel obstruction. The obstruction is adjacent to mesh in the midline anterior abdominal wall, but no recurrent hernia is seen in the region. Impression: proximal-mid small bowel obstruction, possibly chronic/partial. Radiographic follow-up may be helpful. (B)(6) 2018: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis(es): small-bowel obstruction. Postoperative diagnosis(es): small- bowel obstruction. Procedure: exploratory laparotomy, lysis of adhesions 22 modifier. Anesthesia: general. Assistant: (B)(6). Complications: none. Indications for procedure: ms. (B)(6) is an (B)(6) year old woman, who has been admitted to the hospital with a partial small bowel obstruction and had a small bowel follow-through which confirmed there is bowel obstruction and she did not improve. Summary of procedure: ¿patient was taken to the operating room in supine position and after successful induction with general anesthesia was prepped and draped in the usual sterile fashion. A midline incision was made and mesh was encountered, gore-tex mesh in the lower port and this is a very dense locked in, abdomen was encountered. Very time consuming tedious dissection was required to ultimately free up the bowel to allow us to enter. We identified the small bowel and worked our way backwards and then towards the distal end of the bowel with excessive number of adhesions. Ultimately after a very long time, we were able to eventually free up the entire bowel from the origin of the ligament of treitz down to the terminal ileum at the ileocecal valve. The bowel was then reinspected. No defects were noted. The bowel was laid in place in a noble plication type fashion. Abdomen was irrigated with copious saline solution until clear and the wound was closed using #1 prolene on the gore-tex mesh. From there, the fascia was closed using #1 pds internal retention sutures and looped 1 pds on the fascia. Subcutaneous tissue, subdermal was closed using 3-0 vicryl. Skin was closed with monocryl. Wound was re-sticked with chlorhexidine and then dermabond was applied. Sterile silver dressing was placed. All sponge and needle counts were correct x 2.¿ product identification records for the alleged ¿gore-tex mesh¿ were not provided. (B)(6) 2018: [facility ni]. (B)(6), md. Radiology-CT abdomen/pelvis. Reason for exam: rule out small bowel leak. Clinical history: pain. Question leak. Comparison: (B)(6) 2018. Description: consolidative bilateral lower lobe airspace disease with effusions, right greater than left. There are postsurgical changes of the anterior abdominal wall with a radiopaque mesh right of midline. Multiple loops of bowel abdomen resected. There is moderate fluid dilation of the stomach and small bowel without evidence for extravasated oral contrast. Overall degree of small bowel distention has decreased slightly in the interim. There is contrast within the ascending colon. There is free fluid in the central mesentery nonspecific fat stranding. Impression: partial small bowel obstruction with free fluid but no evidence for extravasated contrast. Recommend continued follow-up. (B)(6) 2018: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis(es): nonhealing wound. Postoperative diagnosis(es): nonhealing wound with infected mesh and infected sinus into the preperitoneal space. Procedure: exploration debridement of wound. Explantation of infected mesh. Placement of autograft in multiple places. Anesthesia: general. Complications: none. Indication for procedure: (B)(6) is an (B)(6)-year-old woman, who underwent exploratory laparoscopic for bowel obstruction. Had a nonhealing midline wound, was rescheduled for autograft placement to accelerate this. Developed a sinus in the inferior aspect of the wound that was treated at home, but were notified about a week before surgery about this and the family was doing dressing changes on it and had just told her to come on in, so we would deal with this at the same time. Description of procedure: ¿patient taken to the operating room suite, laid in supine position. After satisfactory induction of anesthesia, she was prepped and draped in the usual sterile fashion. The upper portion of the wound was noted to have significant amount of granulation tissue and it was debrided back with curette. The lower wound turned out to be a fairly interesting sinus and actually there was gore-tex mesh that was seen in the base of this after we got some of the fibular tissue debrided out, therefore the wound was extended identifying a large preperitoneal inflammatory pocket with a large piece of gore-tex mesh that had been placed years ago. This was explantation of the infected mesh, was carried out by cutting all stitches and removing all stitches, removing the mesh. No significant abnormalities were noted. The peritoneal cavity appeared to be walled off from this preperitoneal space due to the inflammatory nature of the gore-tex. Once the entire gore-tex and stitches were removed, allograft was placed deep within the wound in an appropriate positioning on 360 degrees circumference and then packed with vaseline gauze. At this time, a piece of allograft was placed over the debrided portion of the upper midline wound. This was also packed with vaseline gauze. Sterile silver dressing was then placed. All sponge and needle counts were correct x 2.¿ (B)(6) 2018: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2018 procedure was not provided.] (B)(6) 2018: [facility ni]. (B)(6), md-pat. Pathology report. Accession number: (B)(6). Specimen: infected abdominal graft. Clinical history: infected abdominal wound. Pre-operative diagnosis: infected abdominal wound. Post-operative diagnosis: same. Diagnosis: infected abdominal graft: synthetic mesh and sutures grossly identified. Gross description: received in formalin for gross evaluation, labeled with the patient¿s name and designated ¿infected abdominal graft¿ is an 11.3 x 7 x up to 0.5 cm disrupted synthetic, cloth-like material with attached blue. Vicryl sutures. Soft tissue is not present. No tissue is submitted. Microscopic description: not performed. Gross examination only. (B)(6) 2019: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis(es): chronic infected wound from infected mesh explantation. Postoperative diagnosis(es): chronic infected wound from infected mesh explantation. Procedure: debridement of chronic wound, extension of chronic wound followed by placement of allograft. Anesthesia: general. Assistant: (B)(6). Complications: none. Indications for procedure: (B)(6) is an elderly woman, who has poor state of health with diabetes, who had a fairly significant issue with an infected piece of gore-tex mesh that was removed successfully without tearing holes in the intestine. Currently, the patient has a small chronic wound that is being dressed and has improved since last allograft placement, but has not improved significantly. She is here for further debridement. Description of procedure: ¿patient was taken to the operating room and placed in supine position. After satisfactory induction of general anesthesia, she was prepped and draped in usual sterile fashion. The sinus tract, which is about 1.5 cm in size was extended to about 4-5 cm, carried down to open the entire wound. The area down below was debrided and curetted. Additional suture were removed and old chronic infected tissue was debrided back to healthy tissue. At this time, a piece of allograft was placed down into the base of the wound, sutured in all corners and down in the base to allow good apposition. It was packed with vaseline gauze. The remaining piece of allograft was then placed on the upper wound, which had come together but still had issues with epithelization. This was sutured down in appropriate fashion and packed with vaseline gauze too. Procedure was terminated. Patient tolerated the procedure well.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for alleged unknown gore device use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the alleged unknown gore device instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2008 whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the "alleged gore device" was explanted. It was reported the patient alleges the following injuries: mesh infection extending into peritoneal space, mesh removal, chronic non healing wound, debridement with allograft placed(2019). Additional event specific information was not provided.